Event description:
It was reported that following the initial exposure for a wire localization procedure, as the pt, in a mammography chair, was being moved, the c-arm allegedly moved downward. The c-arm tube head (180 degree orientation) came into contact with the pt's leg. The pt allegedly rec'd a bruise and an abrasion. It was reported that the pt was hospitalized due to complications with other physical issues. According to the technologist, the mammorgraphy chair pressed against the foot-switch and caused the c-arm to move downward.